Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The single board computer and the x-ray tube were replaced and the software was reloaded. The system operates as intended.

Event description:
The customer reported that the 8800 system would not boot up. No patient injury was reported.